Event description:
It was reported the patient underwent initial left total hip arthroplasty. Subsequently patient had the first revision 14 years later due to unknown reasons. Patient underwent a second revision approximately 28 years later due to a fall, dislocation, instability, pain, loosening, decreased adls, noise, and poor bone quality. During the revision, it was noted that there was metal debris, fractured liner and cup, and loose acetabular cup. The acetabular components and head were exchanged without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 02997. 0001822565 - 2022 - 02998. 0001822565 - 2022 - 02300.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient experienced a fall and had difficulty with stairs, pain, and instability. An x-ray showed dislocation during an office visit. A second revision occurred for loosening, instability, dark fluid in the hip, metal debris, and a fractured liner and cup. The femoral component was well fixed and remained intact. All other products were placed with no complications noted. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.